Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor needle anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the sensor had a bent cannula and when they removed the needle it removed the sensor cannula as well while trying to insert new sensor. Troubleshooting was performed and completed. The product is being replaced and is not expected to return for analysis.